Manufacturer narrative:
The reported events were sensing noise and mode switch. As received, a complete lead was returned in one piece with the helix stretched, bent and clogged blood/tissue. Visual examination of the lead found two external insulation abrasions breaching the outer insulation and exposing the outer coil proximal and distal to the suture sleeve tie impression. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to the device can and friction to another device or feature of patient anatomy.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. The patient's right atrial (ra) lead exhibited over-sensed noise resulting in inappropriate automated mode switch (ams) episodes. Meanwhile, the patient's right ventricular (rv) lead was oversensing noise resulting in pacing inhibition. Both the ra and rv leads were explanted and replaced. The patient was in a stable condition.